Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged replace battery found on 10-nov-2021¿. The pump passed the displacement test, active current test, sleep current test and self test.. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing and no anomalies were found in the graph, however, a low battery alarm was noted on 11/06/2021 at 03:17:00.000 was found in the history files. Also, a change battery fault was noted on 11/10/2021 at 09:35:00.000 was found in the history files.the pump was cut open to perform a visual inspection and found j7 loose connection on the electronic assembly(connection issue). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Low battery alarms were confirmed due to j7 connection issue. Change battery fault and low battery alert were expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated insulin pump had recurring replace battery alarm every 3-4 days and forces the patient to change the battery. Customer reported that if they did not changed battery, the insulin pump stopped working. Customer reported that they tried several batches of batteries but the problem persisted. Customer reported that they replaced battery cap but no improvement. No harm requiring medical intervention was reported. The device will returned for analysis.